Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that the device was not placed in proper place. Patient stated she did not think her device was working and the reason she thinks it was not working was because she thinks it was not in the right place. The patient stated her therapy wasn't working. The patient stated her first device worked great. The patient stated she has been in pain since implant. The patient stated 'lying down on their back kills her'. The patient health care provider 's (hcp) was on vacation and patient contacted another clinic and was in touch with representative , who stated one program was active and attempted to reprogram; however, the patient on got stim 'way off to the side'. Representative was able to get on program working but it only helped symptom if stim was really high. Patient stated stimulation was so high and was causing pain. Representative stated a revision was likely. Patient stated this device has ruined her life for the past two months. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.